Event description:
Customer reported the system displayed an error while fluoring. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the generator interface pcb. System operates as intended.